Event description:
Pt had a blockage in right coronary artery which was stented. The guidant penta multi link stent reoccluded causing a massive heart attack that destroyed 80% of pt's heart muscle. The hosp claims that they do not have a lot number or serial number of the stents. They also did not furnish the pt with a stent card and claim that they do not have one. Prior to this guidant recalled 1000 stents due to improper sterility. Pt was moved to another hosp and was treated for heart failure. They implanted a defibrilator.